Event description:
Revision surgery - due to the patient's shoulder being loose and dislocating; interior and post interior.

Manufacturer narrative:
The reason for this revision was for the dislocation and resultant looseness in the patient's shoulder after 3.5 months of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Hospitalization - initial or prolonged was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against lot number 848c1414. A total of (B)(4) complaints have been submitted against this part number. (B)(4) of these complaints have been attributable to patient dislocations while the remaining complaints have resulted from other issues such as joint instability, implant looseness, and infections. The root cause for the patient's shoulder dislocating and looseness was not reported. This event is deemed to be non-product related and the result of the patient's shoulder dislocation. There are no indications of a product or process issue affecting implant safety or effectiveness.